Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor scan of ¿lo¿ (readings less than 40 mg/dl) message when compared to a competitor device result of 385 mg/dl. Based on the sensor scan, the customer self-treated with soda and then was taken to a hospital to get checked. At the hospital, the customer was admitted for 2 days and provided serum at treatment. The customer does not know if additional medications were administered while in the hospital however, a new sensor was inserted which provided a reading of 64 mg/dl compared to a 140 mg/dl result obtained from a competitor meter. No further information was reported. There was no report of death or permanent injury associated with this event.